Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. A sample is available that has not yet been received at manufacturing for evaluation the manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that during vitrectomy surgery, the ophthalmic entry system puncture was not sharp enough. The surgery was completed after replacing the device. The patient harm has not been reported.